Event description:
Reportedly, two hours after surgery, the staple line started to split open, causing hemorrhaging. The pt needed a blood transfusion, requiring six units of blood. The account discarded the product. Procedure: lap gastric bypass.